Event description:
The reporter stated that reporter did back to back blood glucose, within 10 minutes. Reporter's results were 71 and 111 mg/dl. Reporter could not recall which one reporter did first, or whether reporter had used separate fingersticks. Reporter did not have any symptoms. On followup, the reporter stated that reporter had been cleaning the meter with control solution, and was satisfied with reporter's readings after properly cleaning reporter's meter. No harm was alleged.